Event description:
The patient reported he obtained blood glucose results with the subject meter, performed within 20 minutes of each other but he was not able specify the results. Based on statistical methodology, the calculated difference of these unspecified glucose results cannot be determined for the expected value of <= 20% and/or <= 20 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
The 510 (k) is k073231.